Event description:
It was reported that during a laparascopic ovariectomy procedure, gas leaked. The rubber part of flap valve was broken and fill into the patient. Peice was retrieved and there were no patient consequences.